Manufacturer narrative:
Other, other text: evaluation summary: the device was returned for evaluation. The testing of the device could not repeat the reported issue. No problems were found during functional testing. An error message 10037 was found in the device history but the cause could not be established.

Event description:
It was reported that the device gave error code 10037. It was not reported whether any patient was involved in reported event.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.